Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account with the appropriate packaging in an undamaged condition. The visual inspection of the returned product noted: no witness marks from the needle tip impacting the beveled wall were observed for the returned device. No shearing of the toggle switches was observed for the returned device under microscopic inspection. A large jaw gap was observed. Pmv performed functional testing where: returned device was loaded with a test needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the test needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Returned device was found to function properly and needle remained intact. No difficulty was experienced in loading, unloading or toggling the test needle in the returned device. Device will be forwarded to engineering for further analysis as a large jaw gap was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device needle came out of the endostitch while oversewing the staple line. The needle fell out of endostitch and was retrieved with the grasper. Another device was used to complete the procedure. No patient injury has been noted. The devices are expected to be returned for evaluation.